Event description:
The customer reported the panorama central station rebooted and displayed an error message, which may have resulted in a loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
A loaner central station was provided to the customer, while the cpu board is being returned to the factory for further evaluation.